Event description:
It was reported that the right ventricular lead exhibited loss of capture and loss of sensing. Device reprogramming did not resolve the issue. Fluoroscopy revealed a lead fracture. The lead was explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.